Event description:
Amt g-jet slid out of patient's abdomen. G-jet was not sutured to patient, bulb was found to be deflated. Unk if bulb was inflated when placed in surgery, unk if bulb was tested by surgical team prior to inflation.